Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no data from the time of the event was available due to continued patient use. The battery was not returned with the pump for evaluation. There was no physical damage found to the pump. The pump was exercised for (B)(4) without overheating or alarms duplicated. The pump electrical current draws were tested and were found to be within specifications. The pump was opened and there was no evidence of moisture damage or any defects in the power circuit. The reported complaint was unable to be duplicated during testing.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that last night the battery was changed in the pump and the battery was hot to touch. The reporter stated that the patient was at school with the pump so unable to troubleshoot. Customer support instructed reporter to call back to complete troubleshooting and advised that the patient be taken off the pump and use a backup plan until troubleshooting is complete. There is no reported adverse event with this complaint. This report is made based on the allegation of the temperature issue.